Manufacturer narrative:
Multiple good faith efforts (gfe) were sent to obtain further information and confirmation of a part order, part replacement, and issue resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint about the v60 ventilator indicating that the casters were damaged. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer requested the part number of a replacement base assembly, which was provided. The investigation is ongoing.